Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found and there were no issues identified inserting leads properly during evaluation of the device.

Event description:
It was reported during the implant procedure that the physician could not get lv lead pin plug to advance into the header far enough to screw the pin down. The device was not implanted. No patient complications have been reported as a result of this event.